Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history was reviewed. Visual and functional tests were performed, and the downstream occlusion (dso) seal was found to be delaminated. It was also found that the motor odo was at 8910830 and out of specification. The dso seal and motor were replaced to fix the issue.

Event description:
The result of the investigation found that the device had a delaminated downstream occlusion (dso) seal. There was no patient involvement.